Manufacturer narrative:
This report is submitted on january 8, 2021

Event description:
Per the clinic, the patient experienced a blow to the side of his head. There was swelling around the area, reported increase in impedances and no response to sound. The patient reported severe pain around implant site and throbbing headaches.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2015. This report is submitted on december 22, 2021.